Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering eval.

Event description:
In incoming inspection at distribution, it was found that one of the tantalum marker was missing. This event was found on 2 out of 31 units with lot # 58331.